Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian hispanic/latino female patient underwent a primary breast augmentation surgery to implant a 325cc mentor smooth round moderate plus profile saline breast implant prosthesis. Post-operatively, the patient was diagnosed with bilateral deflated breast implants. As a result, the patient underwent removal without replacement on (B)(6) 2022. Refer to manufacturing report number 1645337-2022-02229 for the contralateral event.

Manufacturer narrative:
On march 08, 2022, mentor became aware that an error was submitted in the initial report. The date of implantation was reported to have preceded the manufacturing date of the suspect device. As such, the initial report should have reported this discrepancy. Although, the date of implantation was then discovered to be on (B)(6) 2013. Furthermore, a serial number for the device was obtained as (B)(6). A device evaluation was completed on march 09, 2022. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the breast implant. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. The event described could not be confirmed as the breast implant was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Manufacturer¿s reference number: (B)(4) in the initial, b5. Event description should have included: a discrepancy was observed, in which the date of implantation precedes the manufacturing date. Follow-ups will be conducted to clarify the issue. If additional information is obtained, a supplemental report will be submitted accordingly.